Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on june 21, 2012. Based on qa assessment, the product met specifications at the time of release. A visual assessment of the returned power supply did not reveal any non-conformity. The returned power supply was installed to a calibrated system. The system power was switched on and the standby button was pressed to turn on the system. However, the system could not be turned on. No additional test was performed. The root cause of the reported event can be attributed to the non-conforming power supply. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own and made a popping sound during a procedure. The case was completed by using a different system. There was no harm to the patient.